Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) via a patient with an implantable neurostimulator (ins) for complex regular pain syndrome type I and spinal pain. The ins was moving in the pocket and causing pain. The patient can flip their generator in the pocket which causes ¿zings¿ in that area when it happens. Impedances are within normal limits. The patient has never had issues with recharging so the ins should not be flipping. There was a planned pocket revision to move the generator. The issue was not yet resolved but the patient was noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep via the patient. It was reported that on january 24, 2018, the patient fell (unrelated to the device/therapy), which caused the ins to turn. The date of (B)(6) 2018 conflicts with the previously reported information. Because the ins turned, coupling could not be achieved. The last time the patient charged their ins was (B)(6) 2018, and now it was depleted. The doctor tried to manipulate the device into a position to allow for coupling but that was unsuccessful. A pocket revision has been scheduled for (B)(6) 2018. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacture representative (rep) on 2018-feb-20. The rep stated that regarding the information reported on 2018 (B)(6), the patient fell around (B)(6) and then had the reported issues including an inability to charge and their device turned. The physician decided to do a pocket revision as soon as possible. The rep stated that no devices were explanted during the pocket revision. There were no issues from the initial pocket revision. During the revision on 2018 (B)(6) they were unable to communicate prior to surgery due to the battery being discharged. The rep tried to charge pre-operatively but were unable to get any bars with multiple attempts. During the case, the pocket was moved and battery reconnected within a new pocket without issue. They were unable to communicate during the case, again due to the battery being discharged. Post-operatively they were able to get bars using the recharger. No further complications were reported/are anticipated.